Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's battery was dead and could not be interrogated with either the clinician tablet or handset. The caller mentioned that the patient turned their therapy off 8 years ago and does not currently have a physician they follow. The caller was uncertain about when this issue began. No symptoms/complications were reported. Additional information was received from the manufacturer representative on (B)(6), confirming that the patient decided to turn the battery off and no actions were taken due to the patient's decision. The information was confirmed with the healthcare provider.